Manufacturer narrative:
Evaluation summary: the part was manufactured in 1985, having a potential field age of 25 years. Looseness results from the presence of a u-joint within the assembly. The u-joint does not appear to be unusually loose. The tip of the screw-driver is a permanently attached hex driver bit which is clearly worn. The most likely root cause of the wear to the hex bit on the end of the screw driver is normal use over the 25 year life of the instrument. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed. This MDR was identified during an internal review to meet requirements and therefore is being filed late.

Event description:
It is reported that the screwdriver is stripped and loose. Surgery was prolonged by 30 minutes.